Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. The patient had an itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a physician who prescribed oral antihistamine and antibiotic medications (unspecified dosage of claritin and cotrimoxazole) for the skin reaction. At the time of the report, the patient was doing well. No additional event or patient information is available.